Event description:
It was reported that during surgery, there was excessive bubbling. When probe was taken out and doctor did not see the conductive connection on the tip of the probe. An x-ray was taken and metal was found inside of the pt.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.